Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 400 mg/dl in 2009. The patient bolused through the infusion device but blood glucose levels did not decrease as much as expected. The patient believes the infusion device delivers too little insulin. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.